Event description:
The customer reported the external paddles on the m4735a defibrillator would charge, but would not discharge. This failure to discahrge was noted during testing. There was no pt involvement.